Event description:
It was reported that the customer experienced a past high blood glucose event, with the specific value displayed as "high." Cause was not known. To address the issue, the customer changed the infusion set and cartridge, and tandem technical support recommended consulting with a healthcare provider to further discuss potential causes affecting blood glucose levels.